Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received an allegation of equipment is randomly turning off during the night and sometimes will not power on. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. During the evaluation, foam particles were observed. There were no error codes noted. The complaint of (randomly turning off) was not confirmed. In addition to the above findings, a scratched top enclosure was replaced, noted in ra 315698757. Additional eval info and corrections are noted in ra 310934337. Device evaled by: kimball electronics. 13750 reptron blvd tampa fl, 33626 us.